Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls sp120 was difficult to connect. The following information was provided by the initial reporter: this is a report about syringe needle connectivity issue. According to the customer's report, the connection between syringe and needle is loose and not fixed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-09-14. H6: investigation summary twenty five samples received for investigation, upon visual inspection of the samples no defects can be observed in the syringes. The tip of the ten syringes do not present any visual defect. Additionally, ten retained samples from the same lot were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. A device history review for lot 2008003 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 1ml ls sp120 was difficult to connect. The following information was provided by the initial reporter: this is a report about syringe needle connectivity issue. According to the customer's report, the connection between syringe and needle is loose and not fixed.